Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was very angry in the morning on monday and her blood glucose started going up during the day. Customer reported that she was trying to treat by bolusing and using insulin pens. Customer's blood glucose reached 590 mg/dl and her husband took her to the emergency room at midnight. Customer had nausea, grumpy feeling, loss of balance, and unclear thinking as symptoms. Customer was hospitalized on (B)(6) 2016. Customer spent the whole day in the emergency room and was released at night. Customer was wearing the pump at the time of the hospitalization.